Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned and went through sterilization with the dilator inserted from the shaft distal end. The dilator was removed to proceed with further analysis. Microscopic inspection of the hemostatic valve identified the external and internal hemostatic valves had tears by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the external and internal valves. E1: initial reporter phone: (B)(6)

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) presented air during aspiration after dilator was removed air. The device was replaced, and the procedure was completed without patient complications. The sheath was received for analysis.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) presented air during aspiration after dilator was removed air. The device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).